Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. There was no moisture damage on the electronics. The battery out limit alarm was unable to be verified due to button error alarm.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 524 mg/dl. Customer advised their blood glucose level was high as a result of a bent cannula under the skin. Troubleshooting for keypad anomaly was performed. Customer stated that they received a battery out limit alarm and were unable to clear the alarm as a result of the act/esc buttons being unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.